Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial enlite sensors and a performed visual inspection and found 1 of 3 sensor needles bent inside sensor base. Analysis was unable to confirm if the customer received the sensor in said condition due to customer returned the insulin pump opened/used. Second sensor checked introducer needle for burrs/hooks and dull needle tip defects and none where found. Introducer needle passed per specifications. Last sensor was found with missing 1 needle.

Event description:
The customer reported via phone call that they had three bad sensors. The customer reported that the needle would not come out and the site was bleeding. The customer's blood glucose was unknown at the time of incident. The customer declined to troubleshoot. The sensor will be returned for analysis.